Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 10.2 mmol/l. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had no escape or act button response due to corroded keypad traces. The displacement test could not be performed due to an unresponsive keypad. The insulin pump was received with a cracked display window, a cracked case at a display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads. Slight moisture damage was noted to the liquid crystal display board.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.